Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 6.0mm x 15mm maverick¿ xl balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another maverick¿ xl balloon catheter. No patient complications were reported and the patient's status was stable.